Manufacturer narrative:
Correction to the device code (B)(4) applies. The device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on (B)(6) 2017 reporting that the cause of stimulation turning off was determined. The cause was noted to be that when the patient was in mobile mode the settings were at 0. The settings in mobile mode were reset to be comfortable for the patient. This resolved the issue. Patient weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they keep their stimulation on the high density (hd) setting but they can feel the stimulation on this setting in certain movements. The patient noticed that their therapy kept shutting off since (B)(6) 2017. They would check their ins with their programmer which showed the amplitude was at 0.0 volts. The patient reported that it happened again a couple times on the day of the report. The patient went to their hd setting during the report and stated that they were seeing 4.6 volts in the upright position but they were not seeing a position setting for the upright and mobile position under the hd settings. Patient services sent an email to the manufacture representative (rep) regarding the patient¿s report. The patient noted that this change was sudden. Additional information was received from the rep on 2017-nov-17. They have not seen the patient in the office yet to troubleshoot. The patient would be seen next week sometime but a date or time was not set at this point. No further complications were reported/are anticipated.